Event description:
It was reported to boston scientific corporation that a capio cl device was used during a mid urethral sling placement procedure performed on (B)(6) 2014. According to the complainant, while the physician was throwing the suture through the corpus ligament, the needle carrier would not retract. He tried to manually push back the carrier however it was unsuccessful. The procedure was completed with another capio cl device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of carrier unable to retract. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.